Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during transportation of a patient on battery power, battery power failed and the pump shut down. Additional in formation received states that the patient did not suffer any injuries. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn # (B)(4). The reported complaint of short battery runtime was not able to be confirmed as no part or recorder strip was returned for investigation. Iabp users and services must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action was required at this time. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that during transportation of a patient on battery power, battery power failed and the pump shut down. Additional in formation received states that the patient did not suffer any injuries. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.